Event description:
It was further reported that the patient had no further concerns.

Event description:
It was reported the patient's device was in a power on reset condition (por). The patient was unable to adjust stimulation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2008; product type: lead, product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2008; product type: lead, product ID: 37752, serial#: (B)(4); product type: recharger. (B)(4).